Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was exhibiting pacing impedance measurements greater than 3,000 ohms. Capture could not be obtained. It was reported this patient was non-compliant and had not been checked for over one year. Approximately one year ago the pacing impedances had increased to 2,190 ohms. The patient had recently been admitted with septicemia and subsequently went asystolic. There have been no additional adverse patient effects reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Subsequently, it was reported that the patient passed away; the patient's physician reported to a boston scientific field representative that the death was not due to cardiac issues. The representative reported that a post-mortem device check was not requested, and it was believed that the device and lead were not explanted following the patient's death. The representative confirmed that there were no allegations or suspicions that the device or lead caused or contributed to the septicemia or the patient's death. This report will be updated if additional information is received.